Event description:
A user facility biomedical technician (biomed) reported that a combi set blood leak occurred during a patient¿s hemodialysis (hd) treatment. Additional information was revealed through follow-up with the facility¿s nurse manager (nm). Approximately fifteen minutes into the patient¿s treatment, blood was observed dripping from the pigtail (or heparin line). The operator tried clamping the line to stop the leaking, and the heparin line completely separated from the bloodline. There was no leaking during the priming phase. It was also confirmed that there had been no changes to the patient¿s blood flow rate (bfr), and there were no machine alarms. The patient was dialyzing on a fresenius 2008t machine and utilizing a fresenius optiflux dialyzer. The patient's blood was returned from both the arterial and venous lines; their estimated blood loss (ebl) was only 20-30 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment on the same machine after being re-setup with new supplies. The combi set was not available to be returned for evaluation as it was reportedly discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: g1 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. Since a physical evaluation of the complaint sample could not be performed and neither photos nor videos were provided for evaluation, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility biomedical technician (biomed) reported that a combi set blood leak occurred during a patient¿s hemodialysis (hd) treatment. Additional information was revealed through follow-up with the facility¿s nurse manager (nm). Approximately fifteen minutes into the patient¿s treatment, blood was observed dripping from the pigtail (or heparin line). The operator tried clamping the line to stop the leaking, and the heparin line completely separated from the bloodline. There was no leaking during the priming phase. It was also confirmed that there had been no changes to the patient¿s blood flow rate (bfr), and there were no machine alarms. The patient was dialyzing on a fresenius 2008t machine and utilizing a fresenius optiflux dialyzer. The patient's blood was returned from both the arterial and venous lines; their estimated blood loss (ebl) was only 20-30 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment on the same machine after being re-setup with new supplies. The combi set was not available to be returned for evaluation as it was reportedly discarded.